Manufacturer narrative:
No samples were returned for "occlusion." No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "occlusion" cannot be determined from this eval. (B)(4).

Event description:
A nurse called to report system messages prior to and during a procedure. When priming the cassette prior to surgery, a system message was displayed which required a re-priming of the cassette. A second system message displayed during the procedure indicating that the tip was occluded. They manually flushed the tip and the procedure was completed with no harm to the pt. The facility felt that the system messages were related to the cassette as the cassette that prompted a system message during start up also prompted the system message during the procedure.